Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension.

Event description:
The healthcare professional (hcp) reported that they were reading operative notes while on the call and stated that the patient had their lead replaced in (B)(6) 2015. It was reported that the hcp didn't have any further information for the reason for the revision. Relevant medical history includes non-malignant pain and occipital neuralgia. No cause or outcome of the lead replacement was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had a loss of therapeutic effect. The implant was stated to have been implanted for pain management of headaches. There was no stimulation sensation. Before the week of this report the patient felt stimulation for a while until she became used to it and she could barely feel it at 7 volts. No know accident or incident was related to this event. It was also noted that the patient went to the emergency room (ER) one day the week prior to this report due to the pain in the left side of her head being unbearable. If the patient increased stimulation from 7 to 8 volts, she passes out. This occurred the week prior to this report; the specific date was not known. When she passed out, she fell. The patient had an appointment with her healthcare provider (hcp) on 2015 (B)(6). Additional information received reported that the patient had 2 occipital leads implanted. The left lead (contact s 8-15) was programmed between 6.0-6.5 volts. The patient increased stimulation to 7.3 volts due to increased pain and it was a rainy day. With the increased stimulation, the patient passed out and fell. Since the fall, the patient had not been feeling the appropriate coverage on top of her head. The patient felt a stabbing sensation at the back of her head. A CT scan had been performed that showed nothing abnormal. Multiple reprogramming had been performed since the fall which did not provide appropriate coverage. Impedances were within range of 700-800 ohms. It was stated that the physician had scheduled a revision; the date was unknown. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if the revision had occurred, if the issue was resolved and the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3708160, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2015 (B)(6); product type extension. (B)(4).